Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have three machines in their unit, and none were working. One arctic sun device was leaking (no sn, not in room anymore) , one was not cooling ((B)(6)) and one primed and stopped ((B)(6)). Guided to system diagnostics showed that the system hours were 3847, pump hours were 3487, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage, inlet pressure (ip) was -7.7psi. Disconnected and reconnected pads using proper technique, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage. Inlet pressure (ip) was -7.2psi. Advised this device might need to be repaired by biomed. Asked if they wanted to troubleshoot any of the other devices and the leaking device could be overfilled depending on where the leak was coming from, but they did not know and declined further support and would borrow a device from another unit. Per sample evaluation, it was reported that there was a water leak during assessment . The alarm 64 (non-recoverable system error)encountered during 37 degree portion of 45 hour burn in in an arctic sun device. Per sample evaluation results on 02jul2024, it was reported that the patient temperature outlet connector was broken off from isolation circuit card.

Manufacturer narrative:
Conclusion: the reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Water leak during assessment. The chiller compressor was condensing water on it due to the compressor getting increasingly colder through time. This is not normal for a compressor and indicates liquid freon is returning to the compressor. Replaced chiller. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have three machines in their unit, and none were working. One arctic sun device was leaking (no sn, not in room anymore), one was not cooling (B)(6) and one primed and stopped (B)(6). Guided to system diagnostics showed that the system hours were 3847, pump hours were 3487, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage, inlet pressure (ip) was -7.7psi. Disconnected and reconnected pads using proper technique, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage. Inlet pressure (ip) was -7.2psi. Advised this device might need to be repaired by biomed. Asked if they wanted to troubleshoot any of the other devices and the leaking device could be overfilled depending on where the leak was coming from, but they did not know and declined further support and would borrow a device from another unit. Per sample evaluation, it was reported that there was a water leak during assessment. The alarm 64 (non-recoverable system error) encountered during 37-degree portion of 45 hour burn in an arctic sun device. Per sample evaluation results on (B)(6) 2024, it was reported that the patient temperature outlet connector was broken off from isolation circuit card.